Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified plastic surgery procedure, it was observed that the electric pen drive device had low power. It was further reported that the reciprocating saw attachment (being used during the same procedure) device kept sticking. There was no delay to the surgical procedure as spare devices were available for use. It was reported that the surgery was successfully completed without any further incident. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit was sticking, worn components inside the unit, the lift rod with connecting rod came apart, worn components and loctite degradation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.